Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in high voltage lead impedance and threshold were observed. Lead will be monitored.

Event description:
New information notes the lead was capped and replaced. The patient condition is good.